Event description:
Patient was revised to address acetabular cup and stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports of any kind against the provided product and lot code combination since its release to distribution. A review of device history records did not identify any related manufacturing deviations or anomalies. Additionally, research using the as400 system shows another device from the reported lot as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.